Event description:
It was reported that a therapeutic sling procdure was performed where this capio device became stuck in pt tissue after six firings. The physician was able to remove the device successfully.